Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt is not satisfied with both distance and near vision of bcdva +0.5 and bcnva +2.5. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).